Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® prevail® implant 5/4 x 10mm, (xiitp5410) was returned for investigation. Visual inspection of the returned product identified damage around the implant threads, and collar, likely from the retrieval process. Also, there was presence of what appears to be human bone attached to the implant body. The product matched print specifications when measured against production drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The implant was placed in dental site #20 on (B)(6) 2018 and was used for approx. 11 months, before removal. No pictures or x-ray images were provided for the reported event. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported patient develop infection, and bone loss. The product was returned and the reported complaint (infection, bone loss) could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Also, no x-rays were provided for the reported events. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that patient developed infection and bone loss around implant xiitp5410 in site #20. The implant was removed, the site was debrided and another implant was placed. Patient will return in four months for implant exposure.